Event description:
The pt has 2 leads from the same lot implanted as part of her system. It was reported that the pt experienced ineffective stimulation. Diagnostic testing indicated invalid impedance readings on multiple lead contacts. Reprogramming was unable to provide effective coverage. Surgical intervention was undertaken and one lead was found to be fractured and one lead was sheared. Both leads were explanted and replaced. Further diagnostics testing indicated impedance within normal limits. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.